Event description:
A malfunction alarm was reported, with a code displayed as "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues persisted.